Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter and event site email), e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Due to character limitation, below fields are added from e1: event site address- (B)(6). Initial reporter- (B)(6). It was discovered by a getinge field service engineer (fse) while performing preventive maintenance (pm), the cardiosave intra-aortic balloon pump (iabp) touchscreen did not function properly in service mode but worked normally in standard operating mode. The display required repair, the fse replaced kit, display monitor to video gen board.

Manufacturer narrative:
Due to character limit in e1 event site name is kaiser permanente medical centera supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) touch screen does not work properly. Found by getinge fst during pm. No patient involved, no harm.